Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid leaked from two (2) clearlink system non-dehp extension sets at the end of filter where the extension tubing was connected. The issue was noted approximately 30 minutes after being connected to the patient during the administration phase. The devices contained normal saline, vasopressin and precedex. New extension sets were used with no further leakage detected to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, d9, h3, h4, h6, and h11. H11: two (2) actual samples were received for evaluation. Visual inspection on the actual samples identified a tear to the filter membranes. Pressure and clear passage testing were performed, and no defects were observed from the device. The reported condition was verified. The cause of the reported condition as a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.